Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported complaint. A visual inspection was performed and found the front unit was dusty. The illuminator was installed into a printed circuit assembly test system and it failed to power on and error 48238 appeared. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator light would not turn on and the system faulted with error code 48238. The intuitive surgical inc. (Isi) technical support engineer (tse) had the customer power cycle the illuminator, then power off the system and cycle the breakers. Upon turning the robot back on, the system faulted with same error and same symptoms. The tse suggested to the customer to use a 3rd party illuminator but the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.